Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 10mmx3.00mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured below rated burst pressure of 12 atm for 5 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No patient injury was reported and the patient was stable after the procedure.